Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6); 419478, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to a pocket infection. It was also noted that the left ventricular (lv) lead had high thresholds. No further patient complications have been reported as a result of this event.